Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed auto off and she had been experiencing high blood glucose since the day before. Blood glucose was 429 mg/dl. Current reading was 124 mg/dl. The drive support cap is recessed. The tubing had air bubbles, no insulin leak was found and insulin is not expired. Customer could not remove the infusion set at that time to check the cannula. Insulin did exit the tubing with manual prime. The settings were correct. The insulin pump passed the high pressure test. Customer stated that the doctor confirmed the issue was caused by the insulin in use. Customer was advised to change the entire infusion set and reservoir.